Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). No evaluation has been performed as there was no allegation of deficiency against a medtronic product.

Event description:
A medtronic representative reported that, following a soft neuro tissue ablation, the patient experienced a headache affecting their entire head. It was reported that the headache was localized to the left side and originated behind the eye. The patient was provided with oral tramadol and dexamethasone. There was no allegation of deficiency against a medtronic product. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.